Event description:
The device was used during a thoracoscopic bullectomy procedure. Reportedly, the approximating lever broke and the device was difficult to close. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.